Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2 reference MFR report#1627487-2016-04061. The patient received two leads with the same lot number. It was reported the patient experienced a change in stimulation after a recent motor vehicle accident and as a result therapy became ineffective. Diagnostic testing revealed multiple contacts with low impedance measurements. However, x-rays were normal. Follow-up identified surgical intervention was undertaken as the next course of action on (B)(6) 2016 during which time the entire scs system was explanted.